Manufacturer narrative:
The lead is expected to be returned, however has not been returned at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an right atrial (ra) lead revision there were surgical observations that the five month old right ventricular (rv) lead was also fractured. The rv lead was explanted and replaced. No additional adverse patient effects were reported.